Event description:
It was reported that the anesthesiologist had punctured the right atrium while placing a swan-ganz catheter during an open heart procedure. The puncture was fixed by the cardiovascular surgeon. The lot number is not available as the packaging was thrown away. This is all the information that was provided by the sales representative as the hospital did contact edwards. It was unknown of the patient's status; however it was indicated that the patient was doing fine. The device is not available for evaluation.

Manufacturer narrative:
As informed in the directions for use, serious complications may occur. The lot number was not provided; therefore, the device history record review could not be completed.